Event description:
Autologous stem cell frozen in six bags were delivered to the ward in an mve shipper. Two bags appeared to have cracks after removal from the shipper. The cells are very unlikely to be required now and will be discarded in 6 months. The pt has received allograft transplant and is doing well.